Event description:
Information received from the field notes that the patient was pacemaker dependent and the device exhibited no output. An office check two years prior showed a magnet rate of 79.6 ppm. A more recent transtelephonic check gave magnet rates between 73 ppm and 75 ppm.